Event description:
It was reported by th contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, it was recommended that the contact change out the cartridge, tubing, and infusion set as the customer was scheduled to change them that day.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.